Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, a flame appeared at the tip of a monopolar pen they were using. The pen was replaced and another flame occurred at the tip. A different esu was then used from a different manufacturer, using the same patient grounding pad. The case proceeded normally after the change. There was no patient involvement.